Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient was taken to the hospital for diabetic ketoacidosis. It was reported that the patient's bg was 428 mg/dl. While at home, the patient was feeling nausea, fatigue, dizziness and stated they almost passed out. She called her mother to have her mother bring her to the hospital. In the emergency room, the patient was treated with IV fluids and an insulin drip. After 24 hours the patient was transferred to the intensive care unit and was released from the hospital after 48 hours. Upon discharge, the patient's bg was 140 mg/dl. At the time of the report, the patient was doing fine and was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.